Manufacturer narrative:
(B)(4). Date sent to the FDA: 04/05/2017. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at the later date, a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Please clarify the 4 straps were not fixed. Are you saying that the straps did not adhere to the mesh or tissue? Facility name and contact information including surgeon? Procedure, please include: if procedure was laparoscopic or open; type of repair for example ventral hernia, inguinal hernia? Please indicate if the trigger locked? If the trigger did not lock, and remained operational when the trigger was depressed where straps not deploying when trigger was engaged? Was the window indicator completely or partially orange in color? Will the device be returned for analysis?

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2017 and the absorbable straps were used for fixing the mesh. During the procedure, straps were not fixed. Another like device was used to complete the procedure. There were no patient consequences reported. Additional information has been requested.